Event description:
During a corpectomy, anterior cervical fusion c5-c7 the midas rex drill was used. There were difficulties keeping the drill running. The surgical nurse manipulated the drill bit, made sure there was no kinks in hose and the drill worked for approximately 30 minutes. When surgeon was holding the drill and drilling a very loud pop occurred (sounded similar to a gunshot). There was a split in the green pneumatic hose approximately 1 1/2 to 2 feet from hand piece. There was immediate ringing and sensation of "fullness" in staff ears (8 people total affected). There were no other injuries. The nitrogen power has been turned to 120 psi at the boom. Nitrogen level at panel outside of or room was 1200 (which is normal). The drill, drill bit, airhose, footpetal, nitrogen cord, and midas tray were saved and forwarded to safety. Manufacturer has possession of equipment for analysis.====================== health professional's impression======================most likely will be determined to be an issue with the hose. Hose was visually checked before use, but the rep explained that the nitrogen hose has both an internal and external hose. If there was a kink or blockage in the internal hose, it would be impossible to visually determine this.====================== manufacturer response for pneumatic powered drill, midas rex legend drill======================their initial belief is that the problem resulted from a build up of pressure in the hose, but the equipment will need to be tested. The rep was aware of this event occurring in other hospitals.